Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one spring is somewhere in my abdomen") in an adult female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: has to do a laparoscopy to get the spring from abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: one spring is in abdomen. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-nov-2018: quality-safety evaluation of ptc (product technical complaint) incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.